Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Problem with the brush head / it has been coming apart but it has been coming apart in his mouth [device breakage]; no adverse event [no adverse event]. Case description: a reporter stated via phone on (B)(6) 2017 that his/her father of unspecified age purchased the oral-b dualaction or dual clean brushheads on an unspecified date, and there was a problem with the brush head. The reporter stated that the brush head had been coming apart but it had been coming apart in his/her father's mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.